Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having jaw issues and horizontal motion. Before their ride molars were hitting first and not really allowing their bite to align. The patient said that they had temporomandibular joint issue since week 15-16. Also, their concern is that they now had an increasing gap in their two front teeth, also with slanting and unevenness at the bottom of them, which was not an aesthetic issue before.